Manufacturer narrative:
(B)(4). P-cap reservoir locks properly into place. Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: missing display window cover, pillowing keypad overlay, minor scratches on case, cracked case (battery tube) and broken battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had broke and cracked in battery compartment after jumped in the river. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.